Event description:
Ethicon er420 clipper malfunctioned on two clippers before being used. The third clipper was from the same lot number. We had no other products available form a separate lot number. It appeared to work normally but the pt had a post op bile leak post lap chole and it is believed by the surgeon that a clip did not hold during the surgery.